Event description:
Allegedly patient experienced pain, loosening of device and elevated ion metal levels; possible metallosis.

Manufacturer narrative:
This is the same event as 3010536692-2014-01249.